Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient switched to hemodialysis. The patient was hospitalized for the event. Treatment for peritonitis included an unspecified antibiotic (route not specified, dosage and frequency not reported). Both the cause of peritonitis and the causative organism were unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information: the patient was discharged from the hospital. A review of all batch record documents for potentially associated lot number(s) h12k14047 and h13a28038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.